Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) said that he had a severe fall on (B)(6) 2020 and he fell on his right side where his ins is, he broke his wrist and he had a lump on his head. Pt said that since the fall it takes him about 3 hours to fully charge his ins (it use to take him 1 to 1 1/2 hours) and he said that he barely notices his stimulation and he will completely stop feeling his stimulation but his external equipment shows that the stimulation is turned on. Pt said that he gets 8 coupling bars when charging and he saw his hcp on monday and was told that his leads look good. Pt has an appointment w/mdt rep tomorrow. Pt said that his external equipment is working as it should and patient services (pss) advised pt to call back after he meets w/john if john feels otherwise.